Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the modular neck was broken due to fatigue. No other information was reported about the incident. Medium activity level. Revision surgery has not been scheduled at this time.